Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the wake button was unresponsive. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was not known. A manual injection was administered to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.